Manufacturer narrative:
Per the t:slim user guide: replace the cartridge every 48 hours if using humalog®; every 72 hours if using novolog®. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that customer had been experiencing ongoing intermittent high blood glucose (bg) levels (20-400 mg/dl). The ketone levels would range from trace to moderate. When the ketone level was moderate, a healthcare provider (hcp) considered that as being a dangerous level for the customer. Correction boluses and insulin injections were used to address the bg level. The customer did not know the cause of the high bg levels. The hcp temporarily reverted the customer to insulin injections for insulin therapy; however, the customer continued to have high bg levels. The contact did not think there was a pump issue and pump therapy was resumed. A pump system check was performed using the current pump supplies and no device issues were identified. Reportedly, humalog was being used in the cartridge for 3 days (current cartridge in use for 1 day). Tandem technical support informed the contact that humalog was labeled for 48 hour use with the cartridge and advised the contact to discuss the high bg event with the hcp. The contact acknowledged the information.